Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced placement difficulties with the right ventricular (rv) lead. It was noted that the helix was unable to be retracted after repeated attempts to reposition and the lead head was bent. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.